Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The patient was treated with vancomycin and gentamicin-ip (dose, frequency not reported) for the peritonitis. The patient has not recovered.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.